Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and the pump is stuck in the rewind process. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to slightly loose drive support disk. However, the insulin was received with the operating currents within specifications and passed self-test, a21 error test, rewind and displacement test. No rewind anomaly noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and minor scratches on the lcd window.